Event description:
During the 12th or 13th injection during a coronary angiography procedure, air was injected into a pt's coronary artery. The devices in use were a deroyal manifold and a merit 8cc syringe. Severe chest pain resolved after intervention.

Manufacturer narrative:
The incident device has not been returned to deroyal for inspection and eval. Sample manifolds from controlled, non-released inventory from the same lots in question were used by the vendor in attempts to recreate the reported incident. The manifolds performed according to expectations. The sample manifolds were also measured to assure specifications were met, and all the tapers were found to be within specified parameters. It was noted that the control syringe included within the kit for use, with the kit manifold was not used by the facility, and a syringe manufactured by merit medical systems was used instead. Determination of a root cause of this incident is inconclusive with the info provided to date. If the actual incident manifold is eventually released by the user facility and returned to deroyal for investigation, a supplemental report will be completed and filed at that time.